Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the patients right atrial lead failed to sense despite trying multiple different positions. The lead was explanted and replaced. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.